Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer as hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 278 mg/dl. The cause of the customer's hospitalization was due to diabetic ketoacidosis. The mother also reported the customer was feeling sick three days after starting insulin pump therapy. It was also reported the customer's diabetes educator failed to add basal rates to the customer's insulin pump. No additional information provided.